Event description:
It was reported that the customer attempted to correct blood glucose levels through multiple boluses via the device but was unsuccessful. Customer was hospitalized and placed in the intensive care unit for two-three days due to diabetic ketoacidosis. The customer was treated with intravenous insulin and taken off of the device. It should be noted that the customer is (B)(6) years old.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.